Event description:
An endurant iis stent graft system was implanted in the patient for the endovascular treatment of a 50 mm in diameter abdominal aortic aneurysm. It was reported that, approximately one year and two months post index procedure that there was a proximal type I endoleak and that the aneurysm sac had expanded by 3 mm in diameter. The proximal end of the stent graft did not appear to be fully expanded. The physician elected to balloon the proximal neck with a reliant balloon and then implanted aptus endoanchors. The endoleak was resolved and the procedure was completed. Per the physician, the cause of the endoleak was unknown. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.